Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance. A chest x-ray and lead interrogation with isometric was performed. Furthermore, this rv lead was explanted, and a visible fracture was noted. A new lead was implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 140 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, and failure to capture were likely caused by the confirmed fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 140 millimeter from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, and failure to capture were likely caused by the confirmed fracture. Revision to the initial MDR in block h6 impact codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance. A chest x-ray and lead interrogation with isometric was performed. Furthermore, this rv lead was explanted, and a visible fracture was noted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 140 millimeter from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range, and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing impedance. A chest x-ray and lead interrogation with isometric was performed. Furthermore, this rv lead was explanted, and a visible fracture was noted. A new lead was implanted. No additional adverse patient effects were reported.